Event description:
Patient was to receive cardizem IV at 5mg per hour. The pump was programmed to administer 5ml/hour (5mg/ hour). Pump delivered 100ml/1 hour(approx.) Pump only displayed that 10.1 ml had been delivered, despite the IV bag being emptied of contents and blood had begun to enter the IV pump tubing. Patient's vitals signs were stable, and patient was in no acute distress. IV tubing was immediately discontinued and the pump was immediately removed from service. Bio med notified of pump malfunction.